Manufacturer narrative:
The customer contacted a siemens customer care center. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a visual system inspection and obtained instrument files. The cse reviewed the instrument files and there were no issues identified. They also ran samples and controls and the results were acceptable. The customer also stated that they verified no other hcg results were affected. The cause of the discordant, falsely elevated hcg result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely high human chorionic gonadotropin (hcg) result was obtained on one patient sample on the immulite 2000 instrument. The sample was run on (B)(6) 2018 twice for the first time and the results were low, as expected. A new sample was drawn from the patient and run twice on (B)(6) 2018. The first result was falsely high and the second result was low. The two samples were then repeated on the same instrument four times and all the results were low. The falsely high result was not reported to the physician(s). Only the correct low results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant falsely elevated hcg result.